Event description:
During an endoscopic biliary stent placement, the physician used a zilver biliary self-expanding metal stent and wire guide. Upon deploying the first 4cm of the 6cm stent, the stent was located further inside the duct than what was intended. In an attempt to correct this, the physician reportedly interrupted the deployment of the stent by attempting to pull back on the delivery system and start stent deployment again. At this time, the stent was found fully deployed and open. The physician indicated the location of the deployed stent is "ok" and delivery system and wire guide were removed. Upon removal of the wire guide and delivery system, the physician discovered the tip of the delivery system had detached from the device and was located inside the stent. A polypectomy snare was used to retrieve the detached tip from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation the introduction system tip was subjected to a visual examination. The tip was cut open and examined. A very small amount of adhesive material used during manufacture to secure the tip to the introduction system was detected when the introduction system tip was viewed under magnification. The amount of adhesive material located during our laboratory analysis is the most likely cause for the tip detachment. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the information provided indicated the delivery system was pulled back in an attempt to interrupt stent deployment due to the location of the first 4cm that was deployed. This technique could have contributed to tip separation. Tip separation can occur if excessive pressure is applied to the introduction system during handling of the introduction system. The information provided indicated a sphincterotomy and biliary dilation were not performed prior to the attempted stent deployment. The instructions for use for this product caution the user that assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement. Corrective action: the appropriate personnel have been made aware of this observation. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.